Event description:
Patient was revised to address osteolysis and loosening of the cup. Update: litigation papers received 1/7/2014. Litigation alleges discomfort, infection, difficulty ambulating, and toxic cobalt and chromium debris being released into the tissue. Date of implant has also been provided. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on 1/15/2014. Update rec¿d 5/5/2014¿ pfs and medical records received. Part/lot was provided. After review of the medical records it indicated the patient was also revised for infection, but none of the parts are being reported for infection as the implants have been in for over 6 years. All implants ended up being removed and spacers were placed. The depuy implants were removed on (B)(6) 2013 and spacers were placed. New implants were placed (B)(6) 2013. Osteolysis and a loose cup were confirmed, another screw is being added to the complaint. The stem is being added to the complaint as it was removed for infection and a small fracture occurred on the calcar during the removal of the stem. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : 6/3/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaints databases identified other reports against the z88b34 screw and 2195271 femoral head. The femoral head is exempt from device history record review per wi-3430. Review of the screw device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Additional narrative:  UDI: (B)(4).

Event description:
Ppf alleges bone fracture.